Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal tolling agreement, that a male patient, right knee initially implanted on (B)(6) 2011, underwent a revision procedure on (B)(6) 2022, approximately 11 years post the initial implant procedure for an unknown reason. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected medical device, component, and investigation clinical codes.